Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, alarmed cassette not latched. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and there were scratches on the lcd lens screen. Review of the event history log showed occurrences of a "cannot start pump" alarm. The investigation found that the pump exhibited an alarm: cannot start pump not locked when pump is locked. The investigation determined that the latch/lock sensor not operating as intended was the cause of the reported issue. The latch/lock optic flex circuit was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.